Manufacturer narrative:
Preliminary analysis did not show any embedded software anomaly. Battery measurement has been correctly done before shock and is equal to 2.94v. [(B)(4)].

Event description:
Reportedly, a shock at 42 joules was delivered on (B)(6) 2017 following a vf (and it managed to stop the arrhythmia). The charge time was over 16 seconds. On (B)(6) 2017, a charge time test was manually performed, and the charge time was 14.8 seconds.

Event description:
Reportedly, a shock at 42 joules was delivered on (B)(6) 2017 following a vf (and it managed to stop the arrhythmia). The charge time was over 16 seconds. On (B)(6) 2017, a charge time test was manually performed, and the charge time was 14.8 seconds.

Event description:
Reportedly, a shock at 42 joules was delivered on (B)(6) 2017 following a vf (and it managed to stop the arrhythmia). The charge time was over 16 seconds. On (B)(6) 2017, a charge time test was manually performed, and the charge time was 14.8 seconds.